Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the down arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed no damage to the keypad cover. During testing, all the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.